Event description:
It was reported that during a vena cava filter deployment, the filter limbs did not fully expand; therefore, the filter was retrieved successfully from a new access site. A new vena cava filter was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.